Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 18 patient samples tested for thyrotropin (tsh). Based on the data provided the results for 10 patients were erroneous and reported outside of the laboratory. Patient sample 1 initial result on the e602 analyzer was 6.01 miu/l. The repeat result from the abbot method was 4.45 miu/l. Patient sample 2 initial result on the e602 analyzer was 7.32 miu/l. The repeat result from the abbot method was 5.36 miu/l. Patient sample 3 initial result on the e602 analyzer was 4.35 miu/l. The repeat result from the abbot method was 3.01 miu/l. Patient sample 4 initial result on the e602 analyzer was 3.88 miu/l. The repeat result from the abbot method was 2.71 miu/l. Patient sample 5 initial result on the e602 analyzer was 5.95 miu/l. The repeat result from the abbot method was 3.24 miu/l. Patient sample 6 initial result on the e602 analyzer was 5.57 miu/l. The repeat result from the abbot method was 4.16 miu/l. Patient sample 7 initial result on the e602 analyzer was 4.92 miu/l. The repeat result from the abbot method was 3.42 miu/l. Patient sample 8 initial result on the e602 analyzer was 4.29 miu/l. The repeat result from the abbot method was 3.18 miu/l. Patient sample 9 initial result on the e602 analyzer was 4.14 miu/l. The repeat result from the abbot method was 3.01 miu/l. Patient sample 10 initial result on the e602 analyzer was 3.53 miu/l. The repeat result from the abbot method was 2.30 miu/l. The e602 module serial number was (B)(4). There was no adverse event.